Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recalled implants" and capsular contracture grade unknown.

Event description:
Patient reported, left-side pain, itching, and "implant has folded." Later, patient reported, "had my recalled implants removed per medical recommendation when this recall was made" and "capsular contracture baker grade unknown". The device has been explanted.